Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -07.50. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -07.50 diopter implantable collamer lens in patient's left eye on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed and exchanged for another same model and diopter size. This resolved the problem. Patient's last visit on (B)(6) 2015, ucva was 20/25.